Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, the 26mm commander delivery system balloon burst during inflation, resulting in partial valve deployment. Additional post dilatation was performed using a 26mm non edwards balloon. The patient remained in stable condition post procedure, and there was no injury. Per report, the perceived root cause of the event was mitral annular calcification which may have caused the balloon to burst.

Manufacturer narrative:
Correction and additional information added to h6 based on device evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Intraprocedural imagery was provided by the site, and the following was observed: the balloon on the commander delivery system was burst at the end of the valve deployment. Device imagery shows the balloon was longitudinally and radially burst. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst was confirmed based on review of the provided imagery. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.